Event description:
It was reported that a decrease in pacing impedance was discovered on the right atrial (ra) lead. A routine device exchange was performed and the measurements were in an acceptable range with the new device to resolve the event. The patient was stable and there were no consequences.